Event description:
According to the available information, a revision procedure was scheduled as the device was leaking and the patient complained that the implant was deflating itself. At the revision procedure, once the patient was asleep, the surgeon examined the implant by inflating and deflating, and applying pressure. The implant remained inflated and the surgeon decided not to proceed with the surgery. At this stage, the implant appeared to be working at full capacity.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.